Manufacturer narrative:
Approximate age of device: 28 months. A root cause for the reported event could not be determined. A full analysis of vad-11764 could not be conducted, because the system was not returned for evaluation and no autopsy was performed. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient expired on (B)(6) 2014 due to hemorrhagic stroke. The vad coordinator reported no issues with the pump. No autopsy was performed.